Event description:
It was reported to resmed that the back of the device was burnt.

Manufacturer narrative:
The device has not been returned to resmed for an evaluation. Resmed has requested the device be returned so that an engineering evaluation could be performed. There was no adverse event reported for this incident.